Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. Concomitant product: 5076-52 implantable pacing lead, (B)(6) 2010. (B)(4).

Event description:
The patient reported having symptoms like before the patient had a pacemaker, including blackouts. The patient stated that the device did not show any pacing for five months, but then had several episodes of the "pacemaker kicking in to pace" after the patient stopped driving a semi-truck for four days. The device remains in use. No further patient complications have been reported as a result of this event.